Event description:
Forty-three year old female underwent bilateral breast augmentation in 1974. The manufacturer of these breast implants is unknown to this reporting facility. She reports numerous systematic symptoms that she attributes to the silicone implants and wishes removal of the implants. Gross description: the right breast implant is ruptured and exudes its contents; the left breast implant is intact with no evidence of leakage of its contentsinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: other, other, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was not destroyed/disposed of.